Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted "too high" and then dislodged following a post-implant balloon aortic valvuloplasty. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported. Additional information was received that a pre implant balloon aortic valvuloplasty (bav) was performed. Severe aortic stenosis was noted to have contributed to the "too high" implant position. A post implant bav was performed due to paravalvular leak (pvl). The patient was rapid paced during the post dilation. The second valve that was successfully implanted was implanted valve in valve. Additional information was received which reported that the pvl was classified as moderate.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H10 continued: 2025587-2025-01023. Conclusion: various factors can affect valve positioning including patient anatomy or physician technique. It was reported that severe aortic stenosis was noted to have contributed to the "too high" implant position. Inaccurate delivery does not typically indicate a failure to meet manufacturing specifications. Intra procedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and confirmed a good load. The bioprosthetic valve was implanted into a failed medtronic mosaic surgical valve. As the valve is being deployed, it appears to have significant parallax and is very high. Of note, the radiopaque eyelets of the mosaic valve are the only components visible on fluoroscopy. The target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. Depth of implantation of the first valve is higher than the recommended 3mm target and >5mm so a recapture was warranted. Despite the high position, the valve was released dislodging to the top portion of the surgical valve. Evidence shows a post balloon aortic valvuloplasty was performed at this time further dislodging the valve. The dislodged valve was not snared and a new valve was implanted through the first and appeared to be under expanded warranting a post balloon aortic valvuloplasty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.